Event description:
The facility representative reported a colleague infusion pump which had a damaged channel b which interrupted delivery during patient use in the intensive care unit. No patient injury or medical intervention was reported. The user interface module software version of this pump is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a damaged channel b. The root cause was determined to be fluid intrusion into the channel b pump head module, resulting in corrosion. No repairs were performed as the customer refused the service estimate. A service history review revealed that this device was previously serviced for the reported condition. A follow up report will be submitted if additional information becomes available.